Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch jmb871, mfg date: 11/03/2015, exp date: 10/31/2017. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2016 and a topical skin adhesive was used. During the procedure, when the glass ampule was cracked, the glass piece came out. There were no adverse patient consequences.